Event description:
It was reported the customer was hospitalized. The customer stated their hospitalization was not diabetes related. Customer also mentioned their insulin pump was connected to their body while they were in the hospital to control their blood glucose. Customer's blood glucose was unknown at the time of the call. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.